Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, a maxillary and mandibular osteotomy treating jaw deformity was performed. After maxillary fusion was completed, the surgeon moved on to mandibular fusion. The tip of the drill bit broke during the mandibular fusion. The patient was x-rayed, and it was confirmed that no fragment had been left in the patient¿s body. No further information is available. This report is for one (1) 1.5mm dia drill bit w/6mm stop 13mm length f/90° screwdriver this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part # 03.505.041. Lot # f-20908. Release to warehouse date: august 23, 2017. Supplier: sphinx werkzeuge ag. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that drill bit ø1.5 w/stop l13/6 2flute 90° tip of the device was broken off and the broken piece was returned. No other issues were identified. The dimensional inspection was for drill bit ø1.5 w/stop l13/6 2flute 90° was not performed due to post marketing damage. The observed condition of the drill bit ø1.5 w/stop l13/6 2flute 90° in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the drill bit ø1.5 w/stop l13/6 2flute 90°. While no definitive root cause could be determined, it is probable that the drill bit ø1.5 w/stop l13/6 2flute 90° was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: -drill bit 1.5 w/ stop 2 flute . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.